Event description:
It was reported that during central processing procedure, the 8mm prograsp forceps instrument is damaged at the instrument joint. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon reported that they were able to grab the tissue properly and asked for a replacement instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 48.76" from the distal tip. The component is broken and there are missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces was not returned. Components adjacent to this broken main tube do not show damage. The complaint regarding damaged at the instrument joint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.